Event description:
It was reported that the patient had no pain relief. Diagnostic testing was performed; however, it was not known what this entailed. Ultimately, it was discovered that there were breaks in the catheter. The cause was not determined but the issue was resolved as the catheter was explanted. The pump logs were checked and there were no reported logged issues with the pump. Despite this the physician wanted to replace the entire system and the pump was explanted as well. The catheter and pump were discarded and will not be returned. This device system delivered dilaudid. It was further reported that the patient was doing well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).